Event description:
Based on additional information received on 08-jan- 2018, this case initially considered as non-serious was upgraded to serious (seriousness criterion of required intervention was added). This unsolicited case from united states was received on 12-dec-2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and on the same day had experienced pain during the injection/ bad pain post injection/pain in both knees, later after unknown latency had trouble walking, hot spells, headache, stiffness and swelling. Medical history included high cholesterol and blood pressure. Patient had no history of allergy. The patient had past treatment with synvisc one (he's had prior injections for years without any side effect, the first time he had a knee injection it was with synvisc, three series and had no issues and had bilateral injection in the past with no issues (dates unknown). Concomitant medications included levothyroxine sodium (levothyroxine) for thyroid, irbesartan (avapro) for blood pressure, furosemide, rosuvastatin calcium (crestor) and metformin hydrochloride (metformin). On (B)(6) 2017, at 09:00 am the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) for osteoarthritis knee and pain in knees (bilateral knee injections) (lot number: 7rsl026a, expiry date: aug-2020). The same day, the patient experienced pain during the injection in both the knees. It was reported that the patient had bad pain post injection. X-ray was performed with unspecified results. On an unknown date in 2017, after unknown latency, the patient had been in pain and swelling for a week. The patient stated that it "burned the whole time while injected into the knee" and he feels like he is worse off now than before he had recently received synvisc one. On an unknown date in 2017, after unknown latency, the patient had trouble walking, stiffness, hot spells and headache. The patient denied doing any exercise post injection, it "hurts too much". The hcp recommended a "steroid patch" but patient did not want to do that. His most recent synvisc-one injection, except for last week, was in his right knee over a year ago and he had no issues. On an unknown date in 2017, the patient recovered from the event of pain. Corrective treatment: methylprednisolone for experienced pain during the injection/ bad pain post injection/pain in both knees; not reported for rest of the events outcome: recovered for experienced pain during the injection/ bad pain post injection/pain in both knees; unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for experienced pain during the injection/ bad pain post injection/pain in both knees. Additional information was received on (B)(6)2018 from the patient. Medical history and concomitant medications were added. Product lot number and indication was updated. Event verbatim of experienced pain during the injection/ bad pain post injection/pain in both knees was updated. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly.

Event description:
Based on additional information received on 08-jan- 2018, this case initially considered as non-serious was upgraded to serious (seriousness criterion of required intervention was added). This unsolicited case from united states was received on 08-jan- 2018 from a patient. This case concerns a 71 year old male patient who received treatment with synvisc one and on the same day had experienced pain during the injection/ bad pain post injection/pain in both knees, later after unknown latency had trouble walking, hot spells, headache, stiffness and swelling. Medical history included high cholesterol and blood pressure. Patient had no history of allergy. The patient had past treatment with synvisc one (he's had prior injections for years without any side effect, the first time he had a knee injection it was with synvisc, three series and had no issues and had bilateral injection in the the past with no issues (dates unknown). Concomitant medications included levothyroxine sodium (levothyroxine) for thyroid, irbesartan (avapro) for blood pressure, furosemide, rosuvastatin calcium (crestor) and metformin hydrochloride (metformin). On (B)(6) 2017 at 09:00 am the patient initiated treatment with intra-articular synvisc one injection once. (Dose: unknown) for osteoarthritis knee and pain in knees (bilateral knee injections) (lot number: 7rsl026a, expiry date: aug-2020). The same day, the patient experienced pain during the injection in both the knees. It was reported that the patient had bad pain post injection. X-ray was performed with unspecified results. On an unknown date in 2017, after unknown latency, the patient had been in pain and swelling for a week. The patient stated that it "burned the whole time while injected into the knee" and he feels like he is worse off now than before he had recently received synvisc one. On an unknown date in 2017, after unknown latency the patient had trouble walking, stiffness, hot spells and headache. The patient denied doing any exercise post injection, it "hurts too much". The hcp recommended a "steroid patch" but patient did not want to do that. His most recent synvisc-one injection, except for last week, was in his right knee over a year ago and he had no issues. On an unknown date in 2017, the patient recovered from the event of pain. Corrective treatment: methylprednisolone for experienced pain during the injection/ bad pain post injection/pain in both knees; not reported for rest of the events outcome: recovered for experienced pain during the injection/ bad pain post injection/pain in both knees; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 7rsl026a expiration date (08/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl026a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2018 there are 10 complaints on file for lot # 7rsl026 and all related sub-lots. 10 complaints are on file for lot# 7rsl026a: (8) adverse event reports, (1) tip breakage and (1) leaky syringe. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product complaint handling" to determine if a CAPA is required seriousness criterion: required intervention for experienced pain during the injection/ bad pain post injection/pain in both knees additional information was received on 08-jan-2018 from the patient. Medical history and concomitant medications were added. Product lot number and indication was updated. Event verbatim of experienced pain during the injection/ bad pain post injection/pain in both knees was updated. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 23-mar-2018. Global ptc number and results were added.